Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm. It was reported that the patient presented emergently just under seven years later, with complaints of abdominal pain. A cta was performed and it showed the limb etlw1620c156e that had been implanted in the left common iliac artery had pulled up into the aneurysm sac causing a ib endoleak. Intervention was performed on the same date, the left hypogastric artery was embolized with coils and a 16/16/124 endurant limb was implanted from the flow divider followed by another endurant limb 16/13/156 which was implanted to extend to the left external iliac artery. It was noted the left common iliac artery was measuring over 30mm. The grafts were ballooned and a final angiogram showed the endoleak had resolved. As per the physician the cause of the event is anatomy and disease progression. No additional clinical sequelae were provided and the patient is fine.